Event description:
Patient underwent total hip arthroplasty on (B) (6) 2003. The patient complained of pain in her hip and a revision surgery took place on (B) (6) 2010; foreign black material was noted around the taper. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on april 12, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. (B) (4)

Event description:
Patient underwent total hip arthroplasty on (B) (6) 2003. The patient complained of pain in her hip and a revision surgery took place on (B) (6) 2010; foreign black material was noted around the taper. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found evidence of black substance in the inner taper. There were abrasions on the articulating surface and the underside has wear marks and the black substance. There are also parallel wear marks around the inside taper. The presence of the inner taper wear marks in the area of highest concentration of the black substance could indicate the substance is debris from the fretting of tapers. (B) (4).